Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection of the provided pictures did not allow identifying any specific defect on the impacted set. One of the picture shows the alarm "normalization failed" on the prismaflex control unit screen. The visual inspection of the provided video shows that there is a blood leakage on the y of the replacement line pre pump. The reported condition was confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m150 set, an external blood leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.